Event description:
I underwent a preventative bilateral mastectomy with reconstruction using a mentor gel breast implant. Immediately following my surgery, I felt fatigued, had memory loss and brain fog. In the months following this, other nasty symptoms occurred. All of the following symptoms occurred after my I received my implants: fatigue, can barely exercise and if I do, I am exhausted the next day o swollen lymph nodes, short-term memory loss, brain fog, extremely high anti-nuclear antibodies (1:2560) lupus and sjogrens syndrome, hair snapping/loss, tingling and numbness in forearms/fingers, weight gain, colds hang around for much longer; random nausea, insomnia, anxiety, and diarrhea from my situation. At times, I was unable to go to work because I had not slept during the night (at all). Because I was so tired, I was often irritable and less patient with my 3 young children. I used to be a very fit, active and healthy individual but after my implants were put in, I have never recovered and do little exercise because I am so fatigued. Often I felt like I could just fall over and die. My symptoms have continued over the past 13 months and have worsened. My health has deteriorated so much that I made the decision to have my implants removed. This decision was supported by the many health professionals I've seen ie my breast surgeon, gp, rheumatologist, genetic counsellor, integrated gp and acupuncturist. I am also part of a support community where there are many women (112,000) suffering with breast implant illness. I am worried that women are not being warned of the autoimmune response that can occur when a toxic substance (including heavy metals) is put into the body. Women do not open the box or bag for the implants so they are not given the opportunity to see any warnings or labels. This means that women are not given all the information they need to make good, informed decisions about their health. Since having my implants removed on (B)(6) 2020, my fatigue has gone, the numbness and tingling in my arms has gotten much better, my insomnia and nausea has resolved and I feel great. My implants were: mentor cpg 321 gel breast implant cohesive gel cohesive iii, medium height moderate profile 180 cc. Model 354-1058, lot # 7606256. Batch # ns 7606256-010. Please have someone do more long term research into the safety of breast implants. Hundreds of thousands of women around the world are suffering horrendous symptoms and when we visit doctors and surgeons, they tell us they are psycho symptomatic. We cannot think up high blood tests, we cannot think that our hair is falling out, we cannot diagnose ourselves with lupus. Imagine how many women are out there who have had breast cancer treatment including a mastectomy and reconstruction (with implants) and are walking around thinking that they are feeling poorly because of chemo or cancer, when really it is because of the heavy metal filled implants they have on their chests. It is horrifying that women are not provided with information about the link between breast implants and auto immune diseases and symptoms. You cannot continue to ignore the 1,000s of women who are suffering because these awful, under researched products are being sold to women - especially when some of those women are having surgery for preventative reasons, not for cosmetic reasons. I beg you, please investigate this and give a voice to us. I had none of these issues before I had breast implants put in. None of them. FDA safety report ID# (B)(4).